Manufacturer narrative:
E1 - facility name: (B)(6). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional permanent pacemaker implantation procedure with a small-bore sheath. The marker lumen was successfully flushed with saline prior to use. Reportedly, no blood flow was confirmed from the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.